Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that staff members have complained about patients being burned.

Manufacturer narrative:
Multiple attempts were made to obtain additional information but the customer could not provide any further details. No product was returned for evaluation and the issue could not be confirmed. Clinical support was provided to answer the customer's concerns.